Event description:
On (B)(6) 2013, it was reported to animas that allegedly the display screen is difficult to read. There was no reported adverse event associated with this complaint. This complaint is being reported because the reported issues were not resolved with troubleshooting.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1: date of submission 11/11/2013. Device evaluation: the device has been returned and evaluated by product analysis on 10/30/2013 with the following findings: the pump was booted to the verify that the display screen was dim with a pink contrast. The dim display was replaced with a new test screen and contrast returned to normal with test screen.